Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Additionally, it was reported that the pump reset unexpectedly. Customer stated the cartridge would be reloaded and the continuous glucose monitoring session would be restarted; customer declined further assistance. The customer's blood glucose level was around 200-210 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.